Event description:
It was reported to tyco/healthcare/kendall in 2002 that a needle stick occurred. It appears that the syringe came out of the door to the sharps container when the nurse was lifting the door to drop the syringe. It was reported that the nurse may have been using an excessive amount of force to close the door.